Event description:
The customer reported a loss of the motorized motions. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The motorization calibrations were evaluated and reconfigured. The system was tested and found to be working as intended and returned to service.